Event description:
A medtronic pioneer catheter was inserted in a pt for the treatment of an unk vessel vessel. Vessel morphology is reported to be severely calcified with 100 percent stenosis. It was reported that the pioneer catheter was being advanced however the physician experienced difficulties going back subintimally with the pioneer into the true-lumen. Since the physician was unable to advancing the wire into the true lumen the physician elected to remove the wire. When the physician pulled the needle back the wire was getting hung up and they were having issues pulling guidewire back into the pioneer device. It was reported that during the removal the guidewire approximately 2 cm of the guidewire was sheered off. The guidewire was remains sub-intimally in the pt. The physician believes that the guidewire will not cause any complications. The pt was left untreated.

Manufacturer narrative:
Device was discarded unable to complete a device investigation.